Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Return requested. Replacement camera/psu, scu to psu cable and ext scu to r/a psu cable all shipped to site. No parts have been received by manufacturer for analysis. On 06/18/2015 a medtronic representative, following-up at the site, performed a system check-out. Camera details showed fault found with characterizedtemperaturelow, illuminatorvoltagefault and systembatteryfault. The led of the positioning sensor unit (psu) lit orange. Psu replaced. On 06/18/2015 replacing psu did not resolve the issue. Communication error occurred, psu power supply intermittent. Polaris spectra system control unit (scu) of psu hated-up, seemed that the heat influenced the power outlet. On 06/23/2015 a medtronic representative, following-up at the site, reported that although the port in ups was not changed, the medtronic representative has confirmed the navigation system is working properly. There wer no anomalies with the power outlet, every port in ups powered normally. After replacing the scu, the running test was performed, then psu worked normally. System fully functional.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system experienced intermittent tracking of the spine reference frame and imaging system trackers. Initially, the imaging system tracker and reference frame were not recognized by the camera; then the navigation system was re-booted, normal function was restored and allowed the site to take their 3d spin. While navigating, the passive spine frame and probe had a recognition failure; after a re-boot of the navigation system resumed normal tracking. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided. Four components were returned with the analysis as follows: positioning sensor unit (psu): the returned psu powered up without the amber fault light on. A check of the event log revealed an extensive history of intermittent failures including low battery voltage, high and low sensor voltage, and high illuminator voltage. The psu had an electrical issue that caused the reported event. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Internal cable: no physical damage to cable. No opens, shorts or intermittent continuity faults found. External cable: no physical damage to cable. No opens, shorts or intermittent continuity faults found. System control unit (scu): the returned scu was not received in the original box but poorly packaged in a large box with other large items and several small items of nearly 30 returned parts in one box. When connected to a known good system the scu functioned normally with no communication issues. A check of the event log indicated a past problem communicating to the sensor through port 1, likely from a damaged cable. The scu functioned normally with no problem found.